Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volbella® xc in the lips. A few hours later, the patient called about abnormal swelling in upper lip. There was a dark red area on upper right lip tender to touch. Good cap refill. Didn¿t present as classic vo. Injector dissolved regardless to be safe. The hcp was curious if this was a reaction to volbella or something else, like extreme heat related due to weather. Only upper lip affected.¿ symptoms status is unknown.